Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was air in line alarm after priming. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was air in line alarm after priming¿ was confirmed through functional testing. Replaced air in line detector (aild). Further investigation found motor making a grinding noise during testing and gave error code 41622, found gear on motor was loose, upstream occlusion (uso) seal buckling, liquid crystal display (lcd) lens damaged, downstream occlusion (dso) seal delaminating. Replaced gear set screw, uso seal, lcd lens, dso seal, and calibrated dso. The unit passed all testing criteria. Updated software. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.